Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a code indicating circuit disconnect alarm had occurred frequently was found in the ventilator's downloaded error log. Since it was considered that a temporal failure had been occurring in the sensor, sensor pca was replaced to prevent recurrence. Additionally, the item for testing the exhalation valve of functional test confirmed that the open/close movement of the valve was slow. Therefore, active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a code indicating circuit disconnect alarm had occurred frequently was found in the ventilator's downloaded error log. Since it was considered that a temporal failure had been occurring in the sensor, sensor pca was replaced to prevent recurrence. Additionally, the item for testing the exhalation valve of functional test confirmed that the open/close movement of the valve was slow. Therefore, active exhalation control module was replaced to address the issue. The replaced components were returned to the product investigation laboratory, and it has been determined that no operational issues were found, and the root cause of the failure could not be determined from service. The sensor (pca) board and the active exhalation control module operates as designed.